Manufacturer narrative:
A call/complaint was received indicating the "collar broken under chin". The sample has not been received at this time to be able to complete a thorough investigation. The device history record was reviewed and no issues were found. Inventory was inspected and no issues were found. The root cause was unable to be determined, due to the absence of the sample the investigator could not confirm the reported issue. If a sample is received the complaint will be reopened and updated as necessary. Between, january 21, 2016 - march 2, 2018, there have been a total of 2 collars reported to be malfunctioning for a percentage of (B)(4) units sold, of this product 1044-40 cervical collar, emt select, one piece. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2018. When did quality issue occur? Before use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: broken under chin. How was the quality issue was identified? By visual inspection. How was the product being used? Collar. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: na.

Manufacturer narrative:
Engineering completed testing on the product and found during the backward bend test the adult collar failed at an average displacement of 7.14mm, and the pediatric collar failed at an average displacement of 3.83mm. Whereas in the forward bend test, both the adult and pediatric collars were able to reach 10mm of displacement without breaking. In conclusion, the bridge of the collars are most likely failing, when bent backwards, as was performed in the backward bend test. Based on the testing performed by the engineering department, the product will perform properly if used as intended and no excessive force is applied during application or use. Based on the testing completed and conclusion reached by all concerned departments, as a preventive action communication was sent outlining plans to move forward with a change to the resin in order to safeguard against possible misuse or force beyond the breaking point of the material during unusual application. This will serve to further improve the product. Between, january 1, 2016 - august 3, 2018 there have been a total of 12 collars reported to be malfunctioning and (B)(4) units sold for a percentage of (B)(4)%, of this product 14-103a-00 neck orthosis, semi-rigid. The investigation is complete at this time. We will provide a follow up report if additional information becomes available.

Manufacturer narrative:
A call/complaint was received indicating the "collar broken under the chin". The sample was received on 4/25/2018 and evaluated by the manufacturing plant. The sample received was analyzed and it was found it did not match with complaint product description that was initially reported. The initial complaint describes the product as 1044-40 and sample received was for product 14-103a-00. However, the investigation was performed based on this item sample that was received and the information within this complaint report was updated to match with the sample product that was received. The root cause was unable to be determined at this time. The raw material used to produce this product was reviewed and no issues were found. The qc manager tried to reproduce the failure mode by using a finished good product and was unable to duplicate the issue that was reported. The returned sample has been forwarded to the injection molding manager and engineering for further evaluation. Once additional information has been received the complaint will be reopened and the investigation findings will be updated as necessary. Between, december 17, 2016 - may 10, 2018 there have been a total of 10 collars reported to be malfunctioning for a percentage of 0.0007 units sold, of this product 14-103a-00 semi rigid neck orthosis. No further information is available at this time. We will provide a follow up report when additional information becomes available.